Event description:
It was reported that the tip of the driver shaft was broken off inside the head of the screw during construct removal. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the hex was sheared completely from the instrument. The remaining hex is twisted in a direction consistent with implant removal. A review of the device history records found no documentation to indicate a non-conformance to specification.